Event description:
A 22 gauge insyte catheter separated from the wedge. It was reported that the catheter may remain in the dog's vein, unable to confirm by x-ray. The veterinary has attempted to remove the remaining piece of the catheter twice, both unsuccessfully.